Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: mirza, a. K., tenorio, e. R., kärkkäinen, j. M., ozbek, p., & oderich, g. S. (2019). Technical video of endovascular repair of chronic post dissection thoracoabdominal aortic aneurysm using a five-vessel preloaded fenestrated-branched stent graft. Journal of vascular surgery, 69(1). Doi: 10.1016/j.jvs.2018.09.042

Event description:
It was reported in an article from the journal of vascular surgery titled " technical video of endovascular repair of chronic post dissection thoracoabdominal aortic aneurysm using a five-vessel preloaded fenestrated-branched stent graft " that stent graft was placed in the celiac artery (ca) and superior mesenteric artery (sma) for endovascular thoracoabdominal aortic aneurysms (taaas). Completion angiography revealed a widely patent taaa stent graft, but cone-beam computed tomography (cbct) showed severe compression of the ca and sma branches. This was revised by placement of icast stent grafts with the resolution of the compression. The patient had an uneventful postoperative course and a computed tomography angiography showed patent branches with no type I or iii endoleak at the 2-year follow-up.